Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 04 2007. Evaluation summary:evaluation was completed and the customer's reported condition of overinfusion was not confirmed nor duplicated. Accuracy tests were performed. The pump was programmed to run at a rate of 1.5 ml for a volume to be infused of 36 mls and run for 24 hours. The pump delivered 35.91 mls. Three additional trials were run at 100 mls/hr for a volume to be infused of 20 mls with the following results: trial # 1: +0.70%; trial # 2: +1.00%trial # 3: +1.25%. Acceptable range is +/-5%. The pump passed all trials.

Event description:
The facility reported a pump with an overinfusion of pitocin during patient use. The hospital representative reported that the pump was programmed at a rate of 1.5ml/hour and a volume of 250ml. The infusion was started at 11:44:37 and was stopped at 11:50:35. During this time, the hospital representative stated that approximately 25ml had been infused by looking at the volume remaining in the bag. The hospital representative stated that prior to starting the infusion, the fetal heart rate was in the 130-140 range. When the infusion was stopped, the fetal heart rate was in the 80's. The patient was given oxygen and repositioned. Approximataely 9 minutes later, the fetal heart rate was back up into the 140-150 range. No additional information was provided.